Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon had issues opening the device as the handle was sticking after activation. No patient injury. Additional information received. The issue occurred about an hour into the case. The jaws were cleaned appropriately. The device was not stuck on tissue, it would open but not all the way and the doctor had to "flick" the handle forward to open the jaws all the way. Another device was used to complete the procedure.